Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 488 mg/dl. Customer had positive results in ketones test. Customer had blood glucose level of 313 mg/dl. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.